Event description:
The user reported that the d-coil is not adherent and would frequently fall off his head for about a month now. An increase of the magnet strength from 2 to 3 was tried, however the issue still remained and the user was not able to hear with the device. The implant site was examined and a bulge was discovered (as if the implant has moved/shifted). Per info received on (B)(6) 2022, the user has been prescribed chymoral forte and cepodem for 5 days to see if there's any change.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the d-coil is not adherent and would frequently fall off his head for about a month now. An increase of the magnet strength from 2 to 3 was tried, however the issue still remained and the user was not able to hear with the device. The implant site was examined and a bulge was discovered, as if the implant had moved/shifted. Per latest info received on 12-oct- 2022 the user has been followed up and the retention issues seem to have resolved. Reportedly, the audio processor is now adhering however it's not very strong. As the external device needs to be serviced a higher magnet strength will be tried. With the loaner device the hearing performance was good. The user has received a new opus 2 audio processor and the retention issues have been resolved.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced retention issues with a d-coil magnet strength #2 _ #3. It seems that the reason for the reported issue might be due to a too thick skin flap and/or a temporal swelling over the implant. Reportedly the recipient is doing well with a new audio processor and the retention issues have been resolved. The device remains implanted and in use. This is a final report.